Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 730 mg/dl. Customer had symptom of vomiting, bad vision, difficulty thinking and high blood glucose. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip, IV fluids and potassium. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. Customer reported that drive support cap appeared normal. It was found that cannula was kinked. Customer declined to check settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test